Event description:
Healthcare professional reported rupture, side unknown. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture, side unknown. The device has been explanted.

Manufacturer narrative:
Correction to implant date (d.6a): no information. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on radius side assessed as fold flaw opening. Additional observations: ¿ crease fold is observed.